Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Physician reporting implant rupture. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device.